Manufacturer narrative:
Other, other text: h3: one level 1 hotline low flow system was received for evaluation and the heater did not pass electrical testing. The metal arm on the microswitch was also broken. The water tank was filled, a temperature check was checked, the line cord was plugged in and the device was turned on. The reported issue was able to be duplicated. There was a broken component on the microswitch and it was replaced to resolve the issue.

Event description:
It was reported a component was missing which then did not allow the connector to function. No adverse effects reported.